Event description:
It was reported that the pt had a micl12.6 implantable collamer lens implanted in both eyes in 2008. As part of the study, the pt reported the lens was extracted due to the development of a cataract. Further info was requested from the surgeon but not yet forthcoming. If any additional info is received, a supplement medwatch form will be submitted. See MFR report# 2023826-2009-00970 for the left eye.

Manufacturer narrative:
Evaluation: results - a work order search was performed and there was no similar complaints found.